Event description:
It was reported that the customer had an elevated blood glucose (bg) of 752 mg/dl and was vomiting with a ketone level that was determined to be life threatening/dangerous by a health care provider; cause was unknown. As a result, customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Customer was released on (B)(6) 2026 with the issue resolved and no permanent damage. Customer reverted to manual injections for insulin therapy.